Manufacturer narrative:
(B)(4). Date sent: 12/2/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, and the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: can a timeline of events be provided? Three days after the surgery, the patient experienced a dehiscence of the stapler line at the site of the ileal stump with peritonitis. The anastomosis was intact. She was re-operated laparoscopically, and the stump was resected. What were the indications for surgery? What surgical procedure was performed? Robotic right colectomy for cancer did the patient receive any preoperative chemotherapy or radiation? No what is the product code of the device that was utilized in the surgery? What is the lot/batch number? Were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Dr (B)(6) consultant in colorectal surg, experienced did the healthcare professional wait 15 seconds after closing the device before firing? Y were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? No were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No what color reloads were used and what was the sequence of the firings? Blue. Colonic stump, ileal stump, ileo-colic anastomosis. Was a leak test performed? If so, what type and what was the result? No was the staple line visualized endoscopically during the initial surgical procedure? No how many days postoperative did the leak occur? 3 how was the leak identified? Clinical, CT scan what was observed at the site of the leak upon reoperation? Dehiscence of the stapler line at the site of the ileal stump with peritonitis. The anastomosis was intact how was the leak addressed? The dehiscent stump was resected laparoscopically what is the current status of the patient? She is fine what is meant by ¿succeeded?¿ the patient came out again on october 22. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after 1 day of surgery the patient started to have fever and all the symptoms of the infection. She had developed a dehiscence of 3 cm, so she reopened the intestinal anatomy and let out stool and dirty material. Emergency re-operation at night. (B)(6) with medtronic stapler. The patient was also in intensive care, hospitalized and succeeded on (B)(6).